Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was not feeling stimulation on the intended area due to lead migration. The patient underwent a revision procedure wherein the leads were repositioned and was doing well postoperatively.